Event description:
Pt on mso4 50mg/ml-at 60mg/hr continued with 10mg bolus every 30 minutes. On 8/2/96-facility called at 0716 am. Pt reported a pump had a solid green screen with no programming info. Pump had just been taken off the charge system and malfuncion occurred. Pt was instructed to charge pump from another electrical outlet. The pump screens came up. The pump was now in pause, the pt was instructed to start the pump. The pump was started and the reported info was accurate. Facility visited the pt at 1600 hrs 8/22/96-to verify all was well. Dosing was changed to a 10mg bolus of 20 minutes (3/hr). Boluses given to cover pt for pain. On 8/23/96 facility called at 0945-pt unresponsive and tubing was leaking-pump operating with out malfunction. On 8/24/96 facility trouble shooted pump.